Event description:
The shoulder chair, a device which attaches to the operating room table for pt support during shoulder surgery, moved out of position. There was a pt present, but not injured. There was an injury to staff (crna stuck in clavicle), but treatment was refused. The device was not available for eval at the time this report was filed. If the device becomes available, an investigation will be performed and any relevant results will be reported in a f/u medwatch report.